Manufacturer narrative:
(B)(4). Date sent to FDA; 09/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: one opened box with six packets of product code sxpp1a405 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the samples were opened, and the needles-sutures combination were placed correctly. The sutures were dispensed without problems and examined along of the strand and no defects, damaged on the barbs could be observed and the fixation tab was intact. H6 component code: g07002 - device from same lot returned from user.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 2360 g/m.

Event description:
It was reported that a patient underwent a total hip replacement surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the fixation tab of the barbed suture pulled through the fascia. Changed another one to complete the surgery. No adverse patient consequences were reported. No additional information was provided.